Event description:
It was reported that the lead exhibited a capture anomaly due to fracture. The patient had fallen on ice, which was suspected to be the cause of the lead fracture.

Manufacturer narrative:
Final analysis found the distal end of the lead bent and the distal coil separated at approximately 1.7 cm from the helix tip. Electrical testing indicated that the distal coil was open. The distal coil was fractured due to fatigue.